Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Upon ICD replacement on (B)(6) 2017, abnormal rv coil continuity measurement was reported. Normal continuity measurement was performed one day after the procedure.preliminary analysis confirmed the reported behavior. No anomaly is suspected at ICD level.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Upon ICD replacement on (B)(6) 2017, abnormal rv coil continuity measurement was reported. Normal continuity measurement was performed one day after the procedure.preliminary analysis confirmed the reported behavior. No anomaly is suspected at ICD level.